Manufacturer narrative:
Method - other; follow up conversation with company representative.

Event description:
Prior to the procedure, the patient was in poor physical health with significant pre-existing co-morbidities including copd. The patient underwent a four-level kyphoplasty procedure at t7, t12, l3 and l4. During the procedure, the monitoring signal was lost for the patient's oxygen level. The procedure was immediately halted followed by efforts to resuscitate the patient. The patient expired. It was reported that the treating physician did not believe that the patient's death was caused by any of the devices, or the procedure but rather to the poor physical health of the patient.